Manufacturer narrative:
The manufacturer has no direct knowledge of this complaint beyond what was reported in the summons. The summons does not describe the nature of the injury other than to say "since ending the use of the ctu...[patient] discovered that the ctu caused [patient] personal injuries." No report of injury or product defect associated with this pt has been received by the manufacturer other than this summons. The device model number and serial number have not been identified to the manufacturer and the device was not returned to the manufacturer so no evaluation could be conducted. Similarly, the distributor (the entity that owns/controls the asset) of the device is unk.

Event description:
Law suit (complaint) alleges use of cold therapy unit (ctu) by pt (plaintiff) between (B) (6) 2009 and (B) (6) 2009, resulted in unspecified personal injuries to her left leg.